Manufacturer narrative:
The complaint was evaluated and investigated with aid from provided radiographs. A physical device evaluation was unable to be performed as the device remains implanted. No lot information is available from the initial reporter; therefore, a device history record review could not be performed. A review of provided radiographs confirmed the event. With the provided information, the root cause can be traced to an out of specification manufacturing condition.

Event description:
3.5 locking screw went through the plate, no resistance was meet and the screw migrated into the joint requiring everything be taken out and the screw removed and the fracture re reduced. An extra 1.5 hrs was added to the surgical time.